Event description:
It was reported by a service report that the siderail bed functions were not working. No adverse consequences have been reported.

Manufacturer narrative:
Results: left side rail board.